Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported, approximately three years and seven months post implant, premature battery depletion of the cardioverter defibrillator was suspected during follow-up evaluation. Battery voltage was 2.64v. Consequently a revision procedure for replacement of the device was scheduled. No patient complications have been reported as a result of the event.